Manufacturer narrative:
(B)(4). A maquet field service technician evaluated the device. He found that a spring arm dust cover was dislodged from its correct position and was bent. He replaced it with a new one and returned the device to service. The powerled series yearly maintenance program includes a verification of all the covers of the device. (B)(4).

Event description:
The customer reported that, during a lumbar fusion operation, the surgeon adjusted the overhead or light. Upon movement, a strip of metal from the light caught the arm of the monitor screen. The surgeon observed unknown debris fall from the light and/or monitor into surgical site on the patient's back. No injuries was reported. (B)(4). This event was previously reported to the FDA under the user facility report # (B)(4).